Manufacturer narrative:
Analysis results of the lead were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The lot number of the other applicable component was corrected: product ID 977a275, lot# 0210521630, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Manufacturer narrative:
Correction: please note that conclusion code and result code no longer apply to this report. Device evaluation: analysis of the lead found that all conductors were broken 17.1 cm from the distal end.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that all contacts were high impedance. It was noted that the lead was broken. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostic methods included an impedance measurement. Interventions included a revision. The issue was resolved at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.